Event description:
It was reported that a failure to interrogate on an unknown patient's generator occurred. It is unknown whether or not the device was at end of service. No additional relevant information has been received to date.

Event description:
It was reported that there was no trouble with the physician's programming system with other patients. Further follow-up revealed that the patient's generator was a model 106 which cannot communicate with the physician's current programming system software. The physician is aware that the system software needs to be upgraded in order to communicate with the new generator. It was reported that this physician is not the patient's primary physician and that software upgrade for the physician's programming system is planned.

Manufacturer narrative:
(B)(4).